Event description:
It was reported that while in use on a patient, "despite the possibility of connecting the capnography sampling tubing, the doctor realized that there was no return of capnography collection because the site was not completely pierced as it should be. There were no clinical consequences for the patient but a loss of time at the service level (approximately 15 minutes)." At the time of this report, the customer has stated that there will be no additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). The sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports "based on the investiga tion conducted on the returned sample, luer port of the complaint product housing has occluded by the housing material. The mentioned product housing was supplied by our supplier, and hence supplier corrective action request (scar) and nc has been issued, root cause analysis and identified corrective actions will be implemented through this scar. Assembly process will be conducted in our manuf acturing site for the product after receive the part item from supplier." Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, "despite the possibility of connecting the capnography sampling tubing, the doctor realized that there was no return of capnography collection because the site was not completely pierced as it should be. There were no clinical consequences for the patient but a loss of time at the service level (approximately 15 minutes)." At the time of this report, the customer has stated that there will be no additional information. If further information is received, the complaint file will be updated.